Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that shortly after placement of foley catheter, unable to conduct urine and the urine outflow could not be confirmed.

Event description:
It was reported that shortly after placement of foley catheter, unable to conduct urine and the urine outflow could not be confirmed.

Manufacturer narrative:
The reported event is unconfirmed as all components received meet specifications. Visual evaluation: urine bag: received 1 drainage bag with inlet tube, sample port connector, catheter and tamper evident seal. Tamper evident seal was removed to separate catheter from drainage bag. Water was filled into the drainage bag and drained out of the bag with no difficulties. Water drained out of the flow valve easily with no blockage points present around the the bag. Silicone foley catheter: inflated catheter with 10 ml of mbs using in house syringe. Inflated successfully with no leakage present. Deflated successfully under 5 minutes with no leakage or cuffing present. Ran water through drainage lumen and water drained out of eyelets with no difficulties. Photo: also received 5 photo samples. First photo sample shows top view of sample port connector, tamper evident seal, inflation valve. Second photo sample shows inflation cap which indicates product number as 2758j14 and subassembly number was nghw3767. Third photo sample shows date code imprinted on bag indicated as 231220. Fourth photo sample shows top view of urine drainage bag. Fifth photo sample shows side profile of slightly inflation balloon. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed as all components received meet specifications. Visual evaluation: urine bag: received 1 drainage bag with inlet tube, sample port connector, catheter and tamper evident seal. Tamper evident seal was removed to separate catheter from drainage bag. Water was filled into the drainage bag and drained out of the bag with no difficulties. Water drained out of the flow valve easily with no blockage points present around the bag. Silicone foley catheter: inflated catheter with 10 ml of mbs using in house syringe. Inflated successfully with no leakage present. Deflated successfully under 5 minutes with no leakage or cuffing present. Photo: also received 5 photo samples. First photo sample shows top view of sample port connector, tamper evident seal, inflation valve. Second photo sample shows inflation cap which indicates product number as 2758j14 and subassembly number was nghw3767. Third photo sample shows date code imprinted on bag indicated as 231220. Fourth photo sample shows top view of urine drainage bag. Fifth photo sample shows side profile of slightly inflation balloon. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that shortly after placement of foley catheter, unable to conduct urine and the urine outflow could not be confirmed.

Manufacturer narrative:
The reported event is unconfirmed. Visual: received 1 drainage bag with inlet tube, sample port connector, catheter and tamper evident seal. Tamper evident seal was removed to separate catheter from drainage bag. Water was filled into the drainage bag and drained out of the bag with no difficulties. Water drained out of the flow valve easily with no blockage points present around the bag. Also received 5 photo samples. First photo sample shows top view of sample port connector, tamper evident seal, inflation valve. Second photo sample shows inflation cap which indicates product number as 2758j14 and subassembly number was nghw3767. Third photo sample shows date code imprinted on bag indicated as 231220. Fourth photo sample shows top view of urine drainage bag. Fifth photo sample shows side profile of slightly inflation balloon. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that shortly after placement of foley catheter, unable to conduct urine and the urine outflow could not be confirmed.